Event description:
It was reported that during a left bundle branch placement of this right ventricular (rv) lead, when the lead was extracted it was noted there was tissue stuck in the helix. Subsequently, the lead was removed. No additional adverse patient effects were reported.